Event description:
Starting around the age of (B)(6) years old, I went from a high level athlete and high performance engineer to a women no longer able to work and barely capable of looking after her daughter. I went for breast implant at age of (B)(6). I went through the whole health system multiple times. I have a diagnosis of chronic fatigue syndrome and fibromyalgia. I believe my breast implants are a large contributor to my present condition. I have mentor smooth saline implants. I will proceed to explantation sometime this year. I am not looking forward to going back to a very flat chest but my health is the priority. FDA safety report ID# (B)(4).